Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) /2009. During the procedure, the device was sputtering and lost power. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three mewatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00161 and medwatch 2210968-2009-00163. The same pt is represented in each medwatch.